Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the additional endovascular procedure with aneurysm coiling is confirmed. The complaint is most likely user and anatomy related. The significant difference between the renal artery takeoff (25mm) from the aorta complicated the implant process at index (anatomy and user related). The off-label neck of 6mm at index (should be greater than or equal to 15) likely contributed to this event- off label. Procedure related harms could not be identified. The final patient status was not reported. Procedure related harms could not be identified. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. G3: awareness date ¿ updated. H6: medical device problem codes ¿ remove code 3190. H6: medical device problem code ¿ remove 3191. H6: investigation finding codes - remove code 3233.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft and an afx vela suprarenal. Approximately one (1) year post initial procedure, reintervention was completed with coiling for an unknown reason. Patient status was not reported.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.